Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that they were having the issue of when requesting a bolus it was taking a long time an confirmed handset lags at 90%. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag at 90% and deliver successful bolus patient stated she has been having this issue for about 5 months and this is the 2nd time.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform. Product ID a820 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that their ptm (personal therapy manager) device was acting up a little bit today. The patient stated the device displayed circles, indicating it was attempting to connect. The patient also stated canceling and retrying, but it continued to take a long time to connect. The patient swiped up and noted they were locked out for 1 hour and 37 minutes. The agent reviewed data and assisted the patient in deleting the data and the patient was able to connect to the pump without any lag. Boluses per day: 6.

Event description:
Information was received from a patient regarding their ptm. It was reported that the controller never works, and she has trouble with it every time she uses it. The patient stated that she goes to try to use it and there was usually a white line across the top and a bigger white block on the bottom saying my controller was not connecting or something. The patient also said last night it took 7 minutes to get a bolus to go through. The agent walked patient through clearing all the data and the patient was able to connect faster. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.